Manufacturer narrative:
Insulin pump passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected power error alarm noted in the long trace or insulin pump history. No unexpected pump error 23 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had post-reset ram crc alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that they were unable to clear that alarm and unable to clear to rewind the insulin pump. Notification light did not stopped flashing immediately. The insulin pump will be returned for analysis.